Event description:
It was reported that two screws fractured in patient's mouth. Tooth #7 and tooth #10. The doctor was able to remove both screws successfully. The implants are still in place. There was no injury to patient as a result of this event.

Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. D4: lot number is not provided / unknown.

Manufacturer narrative:
This report is being submitted to report additional information. Zimvie did not receive one screw for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, and risk management file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformance's/CAPA/hhe/d/product holds for the reported product for similar event. The customer did not submit images for the reported event. Based on the investigation and risk management file the most likely root cause determined from the investigation is external factors (patient¿s condition.) Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.